Event description:
Procedure type: inguinal hernia repair. According to the reporter: the patient is an alcoholic and a smoker. In (B)(6) 2011, the patient had a gastric stump resection, resection of the remaining stomach after a splenectomy, pancreas resection left side, colon transversum part resection, post-operative hemorrhage from the pancreas (peritonitis), ileostomy, abdominal dressing. On (B)(6), the patient underwent kerlix and vacuum therapy. On (B)(6) - the patient was supplied with mepitel (direct on mesh). On (B)(6) - maceration of mesh. (Peritonitis), ileostomy, abdominal dressing.

Manufacturer narrative:
(B)(4).